Event description:
Country of complaint: (B)(6). Knot loosening.

Manufacturer narrative:
Samples received: 1 unopened pouch (to analyze this case, (B)(4)). Analysis and results: there are no previous complaints of this code batch. We have received at the same time and from the same end customer three cases involving the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot security of the sample received and the results are into the current range for this thread and size. Additionally, we have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 6.73 kgf (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Remarks: as stated in the instructions for use of the product, adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.